Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep inquired about the implantable neurostimulator (ins) longevity estimate. They stated that the current voltage is 2.90v. Impedances were greater than >4000ohms at 8.5v, 450usec, 40hz. Technical services reviewed the reason the patient has the voltage so high is likely since the group impedance is very high. Technical services advised the rep to consider reprogramming with viable contact. The rep indicated that they will do so. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-aug-19 reporting that the patient had therapy even though impedances were high. No changes were made. No further complications were reported.